Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3093-28, lot# v024507, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported that the right after implant her buttock hurt for about a year, it was placed on the right side. The health care provider (hcp) took the implant out and put another implant on the left side. The patient also experienced pain at the pocket site. The original implant side battery leaked per hcp. A pocket was formed and it was filled with fluid. The patient also experienced pain at the pocket site. It was noted during back issue, operated on her disk and vertebrae surgery 3 months ago. The hcp also went into the original implant side and found that all the nerves were waded up, thus hcp straighten it out; surgery lasted 6.5 hours rather than 3, as originally planned. The patient no longer has pain at implant site on the right buttocks. The patient stated said she had shots in her back for 5 years. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Updated.

Event description:
The patient reported that the right after implant her buttock hurt for about a year, it was placed on the right side. The health care provider (hcp) took the implant out and put another implant on the left side. The patient also experienced pain at the pocket site. The original implant side battery leaked per hcp. A pocket was formed and it was filled with fluid. The patient also experienced pain at the pocket site. It was noted during back issue, operated on her disk and vertebrae surgery 3 months ago. The patient had "phantom pain" at the site until 3 month ago. The hcp also went into the original implant side and found that all the nerves were waded up, thus hcp straighten it out; surgery lasted 6.5 hours rather than 3, as originally planned. The patient no longer has pain at implant site on the right buttocks. The patient stated said she had shots in her back for 5 years. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.